Event description:
The stent dislodged in the pt during the procedure. The physician used several intervention measures to try and retieve the stent. The physician used two snares and five balloons to move the dislodged stent into the iliac, where it was deployed at an unintended site.